Manufacturer narrative:
Visual inspection of the returned pack indicated this pack was not used since not even priming residues were present. Visual inspection of the returned pack found the main arterial tubing (luge tubing) had two indents and a kink. All three issues appeared to be caused by other components pressing against the line, during sterilization and shipment, causing the indentations. Based on the description we should probably look at adding a shelf over the luge tubing to prevent any of the components causing imperfections on the tubing. The DHR review the lot was released conforming to product specifications. Review of the livanova complaint database identified a previous event involving the same item catalogue circuit (1718850-2023-00032). Livanova is evaluating to optimize the circuit pack configuration to prevent the above tube damage. Based on the above, it cannot be ruled out that the reported event was caused by a sub-optimal package configuration caused by the interaction of the tubing with other components during sterilization/transport. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova USA received a report that a pump boot tubing split during the case. They were almost off bypass and were able to come off . There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova manufactures the smart tubing. The incident occurred in united states. After this happened, two packs with a kink or imperfection were found as per follow up with the customer, the customer was using a s5 roller pump and the perfusionist claims the occlusion was set properly. A technician checked the machine and over-occlusion cannot be excluded. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.